Event description:
Donjoy pain control/painbuster/I-flow device used in 2004. Plaintiff's counsel claims in the complaint that pt suffered pain and decreased range of motion in his shoulder. Patient had a second surgery on his right shoulder in 2005. During that surgery, surgeon observed a pronounced loss of cartilage in the shoulder joint and significant chondral damage.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter and the sample eval. The report did not provide any info concerning the pumps, procedures, or other particulars of the alleged incidents. Without the actual product, part number, lot number, or details of the incident, an analysis cannot be conducted. No evidence was provided to confirm that the product in question was an I-flow manufactured device. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.